Event description:
It was reported that during follow-up, an alert for non-sustained right ventricular oversensing was noted. Upon review of session records, intermittent post-paced t-wave oversensing was observed. Programming changes will be made at the next follow up. There were no adverse consequences to the patient.